Event description:
It was reported there was oversensing and the patient received inappropriate shocks. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received, reporting a lead fracture. The lead was capped and replaced.

Manufacturer narrative:
It was reported there was oversensing and the patient received inappropriate shocks. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received, reporting a lead fracture. The lead was capped and replaced. No conclusion can be drawn lead(s), fracture of oversensing shock, inappropriate.